Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that approximately two years ago, the patient was on such a high dose of baclofen that he experienced chemical meningitis. The patient¿s dose was reduced, was provided a round of prednisone and it abated. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.